Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pocket revision due to infection. The pocket was cleaned and the system remained implanted. Patient was in good condition.